Manufacturer narrative:
The product has not been returned to medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Manufacturer narrative:
Additional information was received from the patient's physician that the patient's death occurred post implant and was not related to the valve or the valve function. (B)(4).

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implantation of this bioprosthetic valve in the pulmonary position, the patient expired. No further information was received.